Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, g1, g3, g6, h2, h3, h6 (health -effect impact code) h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the screen of cardiosave intra-aortic balloon pump (iabp) flickers when the machine was turned on, and it returned to normal after the user restarted it. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the fault was confirmed. It was caused by the touch screen (0160-00-0123). Device passed the performance and safety checks according to factory specifications.

Event description:
N/a

Event description:
It was reported by customer that the screen of cardiosave intra-aortic balloon pump (iabp) flickers when the machine was turned on, and it returned to normal after the user restarted it. There was no harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6) hospital. Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.